Event description:
In 1998, pt augmented with mentor siltex saline filled mammary implants. Now desires to be larger size. Pe revealed slight rippling with grade ii capsular contractures bilaterally. In 2007, pt underwent bilateral capsulectomies and implant removal. Implants removed intact. No problems with the implants. Augmented bilaterally with mentor h.p. Gel implants with no apparent problems.